Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken conductor wire inside the yaw pulley between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test and the wire was fully broken. The inner wire was exposed, but no signs of thermal damage were observed. Components adjacent to the broken wire showed damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The insulation was stripped from the inner wire. The inner wire was exposed. The wire was fully broken. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was faulty and working intermittently. The surgical team noticed a broken cord/lead on tip of the instrument. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken cable was a black cable. The procedure was completed with a spare instrument. There was no patient injury due to the instrument issue. The procedure was delayed by at least 15-20 minutes.